Event description:
Customer called to report that the reservoirs kept running low and they keep refilling it. They refilled it twice. Troubleshooting was performed. It was discovered that the cusotmer had overinfused for the scheduled twenty-four hour period. Customer felt thirsty, weak and hot. At the time of call customer was at the mall and they did not have a glucagon or the meter to check the bgs. Customer was instructed to go to the nearest security guard and have them to call 911. Later the fiance called back and reported that the customer was hospitalized for low bgs.